Event description:
This report was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of (B)(6) peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex 1 bag daily intraperitoneally (ip) for end stage renal disease. On (B)(6) 2011, the patient was hospitalized with peritonitis manifested as abdominal pain with no tunnel infection. On (B)(6) 2011, a pd fluid culture was positive for (B)(6). From (B)(6) 2011 to (B)(6) 2011, the patient was treated with cefazolin (dosage not reported) ip daily. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report the event of peritonitis was considered recovering. Extraneal therapy was ongoing. Causality for the event of peritonitis was considered unrelated.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.